Manufacturer narrative:
23 samples were received for investigation, unused and within their original packaging. During visual inspection of the samples, no missing components were found in any device packaging. Review of manufacturing device history records for the reported lot found no nonconformance related to the reported complaint. Additionally, the investigation reviewed the assembly instructions for the device, and determined that no filters are included with this product, or intended to be assembled to the device. Based on the available information, the investigation could not confirm the reported complaint or attribute a root cause. No actions have been taken at this time.

Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. 510k is blank device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product was received without fillers. No patient involvement.